Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the instrument was inspected with no damage noted and there was no arcing. A pin gauge was used to inspect the cannula. The instrument was connected properly to the erbe unit. The instrument tips did collide with other instruments during the surgery. There was no issue to the patient. A grounding pad was used, and it was over the patient's leg with no issues. There was no visible orange showing the first time that the tip cover was used. It was when the or team removed the instrument from the robotic arm to clean it, and realized the tip cover was caught inside the canula seal. They reinstalled the tip cover in the mcs, which didn´t show any damage and kept using it. After an hour, the tip cover started to slide just a little and a minimal part of the orange surface was seen. The installation tool was used with no lubricant.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoidectomy surgical procedure, the monopolar curved scissors instrument was removed as usual and in the correct way from the robotic arm. At that moment, the customer noticed that the tip cover had come off from the instrument shaft, and it was caught in the cannula seal. When reinstalling it, the customer realized that it would not fit correctly and was coming out from the instrument shaft. This issue happened in a previous procedure, and when the customer checked the tip cover lot number, they realized it was the same as the other that failed. The customer attempted to utilize the same tip cover for a second time. Once the instrument was inside the patient, the tip cover worked well; however, after 30 minutes, it started to slide down the instrument shaft and a little piece of the orange color of the instrument wrist was discovered. There was no damage to the patient, and nothing fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. .